Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence. The physician believed the patient needed a tighter cuff due to the capsule of tissue around the cuff that kept it from being tight on the urethra. Therefore, the cuff was explanted and replaced with a smaller one. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence. The physician believed the patient needed a tighter cuff, so the aus cuff was replaced with a smaller cuff. There were no additional patient complications reported.